Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the undersensing and oversensing as well as the high right atrial (ra) pace impedance and thresholds measurement values observed during the implant procedure. However, this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during a device replacement procedure, this pacemaker device was reported to have exhibited undersensing, oversensing, a high right atrial (ra) pace impedance measurement of 1000 ohm and a high threshold of 2.0 volts when connected to the existing ra lead. It was noted that the ra lead was difficult to insert into this new device header. As part of troubleshooting, the ra lead was disconnected from the device and reinserted again with no improvement in the measured values. The ra lead was disconnected from the device again and measured with a pacing system analyzer (psa). The psa measurements were normal. Based on this, it was concluded there was an issue with this pacemaker device. As a result, a different pacemaker device of the same model was successfully implanted during the same procedure prior to pocket closure. It was noted that there was little resistance when inserting the ra lead into the header of the second device. The connection was made without a problem and measurements were normal. There were no adverse patient effects.